Event description:
It was reported that a sedated patient was already on the table undergoing intracardiac echocardiography (ice) procedure when the ultrasound system shut down and the monitor intermittently went to a black screen. The user continued and completed the ice procedure on a different system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. The original MDR was submitted with code 2199 for patient code, code 2914 for device code, code 3263 for method code and code 92 for conclusion code which no longer exist. Code 4582 has been selected for health effect clinical code and code 1183 has been selected for medical device problem code (new fields). Note: this report is being submitted retrospectively per FDA request.